Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2018, dyspnea was reported on the patient due to possible relation with the device. The patient¿s cardiovascular medication was changed.

Event description:
New information revealed that the dyspnea possibly occurred as a result of biventricular pacing. The patient was discharged home.